Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. Customer changed the cartridge and resumed insulin delivery successfully. There was no impact to customers` blood glucose level.